Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg reached end of service (eos) and the patient lost therapy. It is unknown if the ipg depleted prematurely. Surgery occurred to explant and replace the ipg to address the issue.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-00281 should not have been reported as a medical device report (MDR) after additional information received confirmed the device worked as expected. There was no device malfunction. H6 code 2385 submitted for medical device problem code should have been 3283, h6 code 4114 submitted for investigation component code should have been 10, h6 code 3221 submitted for the investigation findings code should have been 213, h6 code 4315 submitted for the investigation conclusion code should have been 67. Review of the therapy delivery log did not find any discrepancies such as program status errors. It was noted the device had been placed into surgery mode on the explant date (B)(6) 2022 which confirmed communication between an artemis programmer/controller was normal.